Manufacturer narrative:
The service engineer (se) evaluated the device and replaced the exhalation flow sensor (evq) assembly. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator displayed "exhalation module alert" and "background fault detected" alert messages and declared a vent inop condition. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: the exhalation flow sensor (evq) was received for failure analysis. Visual inspection showed the thermistor is bent or deformed. The bead of the thermistor, which is intended to read the temperature of the airflow, may no longer accurately read the temperature. Inaccurate temperature readings influence the measured flow rate by the evq. The probable root cause of this issue is user misuse; during handling, an object foreign to the evq (e.g. User¿s finger, brush) can find its way into the wetted path, where the thermistor is located, and cause damage. Visual inspection also noted a form of contamination inside wetted path. The contamination can cause symptoms similar to a damaged flow sensor filament or thermistor. Contamination on the thermistor can cause inaccurate temperature readings which influences the measured flow rate by the evq. Contamination on the flow sensor filament causes inaccurate air flow measurements. Possible root causes of the contamination include, but not limited to: an expiratory filter issue, the use of a nebulizer, or the use of an off-label cleaning solution. If information is provided in the future, a supplemental report will be issued.